Event description:
After being placed on the bowel, the a-trac clamp slipped completely off. This occurred in less than a min of time. No injuries or complications to the pt that the rep was aware of at the time. The dr stated there were no complications and that the pt is reported to be doing fine. Possible cause of the event, the rep stated there appeared to have been adhesions on the colon, which were "pulling" on the clamp in the direction of the opening of handle. Extra staples were used as intervention. The dr was able to irrigate the area as well in order to avoid complication.